Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the following an unrelated surgical procedure in (B)(6) 2025, where device was placed in surgery mode, the patient could no longer communicate with the ipg. Troubleshooting attempts were also unable to resolve the issue. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Correction to h6 investigation conclusions: 4315 - cause not established.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.